Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that he noticed paracentral axis latch in the iol after implantation of it and it was necessary to perform the exchange on the same day. No patient harm to the patient. Additional information has been requested and clarification received stating that the reported term was paracentral axis crack.

Manufacturer narrative:
Additional information has been provided in d.10.,h.3., h.6., and h.11. The product was not returned. A photo was provided. The photo showed the back of the non-qualified company cartridge pouch. The photo also showed the lens carton endcap with the product information. The qualified cartridge is indicated on the carton label. The iol and company cartridge were not shown. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge and viscoelastic were indicated. The company lens is only qualified for use with the company ii (a) and (b) cartridges. The sample was indicated not available. The root cause for the reported damage is related to a failure to follow the IFU. A non-qualified cartridge and viscoelastic were indicated. The company lens is only qualified for use with the company ii (a) and (b) cartridges. The qualified cartridge is indicated on the carton endcap label and the lens case label. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).